Manufacturer narrative:
Add'l info has been requested. The device history records (DHR) for the device was received. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicated proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
An optometrist reported pt with stage two diffuse lamellar keratitis (dlk) at one week lasik post-operative visit. At first pt complained of "slightly blurry vision". Add'l info from reporter indicated patient's topical steroid dosage was increased. Add'l info has been requested. This report captures the left eye, an add'l report is filed for the right eye.